Event description:
It was reported that after an undisclosed number of days a patient had to remove their opsite dressing because of a very red/sore and weeping skin under the flexigrid. The reporter said the skin looked as if it has been burned.